Event description:
It was reported via repair work order that the nurse call cable was crushed at the connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.